Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to both the patient's hospitalization and the medical intervention of the oxygen, heparin and apixaban that were provided to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. The customer has their own in house biomed who performs all the service for this instrument. Trends were reviewed for complaint categories, pulmonary embolism, shortness of breath, cough, hypoxemia, and heart rate increased. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: pulmonary embolism, dyspnea, no code available: cough, no code available: hypoxemia, and tachycardia. (B)(4).

Event description:
The customer reported that an extracorporeal photopheresis (ecp) patient experienced a pulmonary embolism (pe) while participating in an investigator-initiated research study on the effects of ecp in patients with refractory bronchiolitis obliterans syndrome (bos). The customer stated that the patient's last ecp treatment prior to their pe diagnosis was performed on (B)(6) 2018. The customer reported that they experienced an "access pressure alarm" during this treatment but they were able to resolve this alarm and successfully complete the treatment. The customer stated that the patient did not have any complaints or symptoms before or immediately after the treatment and the patient tolerated the treatment well. The customer reported that on (B)(6) 2018, four days after their last ecp treatment, the patient developed the symptoms of dyspnea upon exertion along with decreased exercise tolerance and cough. The customer stated that on (B)(6) 2018, the patient went to a local emergency department and was found to be both hypoxemic (room air sat02 were 86%) and tachycardic (150s). The customer reported that the patient underwent a CT scan while at the local emergency department; which identified bilateral subsegmental pes, and the patient was immediately placed on four liters of oxygen. The customer stated that the patient had no medical history of either deep vein thrombosis or pe. The customer stated that the patient was transferred to the hospital on the four liters of oxygen and was admitted on (B)(6) 2018. The customer reported that the patient was started on a heparin infusion and then transitioned to apixaban for further anticoagulation while in the hospital. The customer stated that the patient was eventually weaned off of the oxygen down to room air. The customer reported that the patient became hemodynamically stable and was discharged from the hospital on (B)(6) 2018. The customer stated that the patient continues to take apixaban. The customer reported that the patient has continued with the research study and the patient underwent an ecp treatment the day after, (B)(6) 2018, they were discharged from the hospital. The customer stated that the patient was scheduled for 24 ecp treatments within a six-month period. The customer reported that the patient had completed their tenth ecp treatment prior to their pe diagnosis. The customer stated that the patient travels once a week by car for their ecp treatments. The customer reported that this was a seven-hour car ride. The customer stated that the patient reportedly took one to two breaks during their car ride. The customer reported that the patient's pe could possibly be related to their ecp treatment although the patient's recent travel could also have been a possible risk factor. No product was returned for investigation.